Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample was received for evaluation. The samples were visually evaluated, and no defects were observed. The sample was also subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated no failure. The defect was not confirmed. A thorough investigation could not be performed without a sample, photograph, or video of the defect to evaluate. Therefore, no root cause can be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 1: air bubbles in lines causing issues with rinse back and blood return. Saline line leaking at connection point.